Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead perforated the heart wall and exhibited high pacing threshold. Additional information received indicated that the patient experienced congestive heart failure and chest pain. The field representative believed that the lead had moved or perforated heart. Further, perforation was verified through x-ray and echo. This right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.